Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced minimal hearing sensation due to underlying auditory nerve hypoplasia, with no functional improvement despite multiple reprogramming attempts. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.